Event description:
The customer reported that the large window has a foot long cut in the netting. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the netting on the large back window had a one foot rip in it. Peripheral damage to the top ridge and legs was also found. Root cause: tears in the netting occur during use in the field. They may be caused by chronic and continued picking at the netting, biting or the use of sharp or abrasive objects. The root cause of how the netting became torn could not be determined. (B) (4).